Event description:
It was reported that the patient was shocked multiple times while using pruners. Follow up with the clinic determined that the patient experienced multiple heart rhythms while en route to the emergency room (ER) with emergency medical services (ems). It was also confirmed that the patient had atrial fibrillation (af) with rvr. It was determined by the clinic that it was not a product malfunction. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).